Manufacturer narrative:
The device was discarded at the account. If add'l info is received regarding the event, a follow-up report will be filed.

Event description:
It was reported that the vacuum indicator did not indent at the beginning of the procedure. The surgeon placed the cbc ii lower than the wound and allowed the blood to be collected in ther reservoir. The surgeon made the decision not to re-infuse the collected blood. The pt did not receive a blood transfusion from either a blood bank or pre-donated blood and there were no adverse consequences alleged due to this event.